Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported by the customer that their insulin pump was alarming no delivery and motor error. Customer declined troubleshooting. Advised customer to discontinue use of device and event to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer blood glucose level was not provided at time of reporting. Nothing further reported.